Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision at all distances. While working on the computer the vision was blurry. When reading couldn't read for very long and eyes gets tired. The colors look more vivid, but nothing was defined. The patient uses gel at night and in the morning. The lens was explanted one month following the initial procedure with non-company lens. Clinical reason for explant was mentioned as patient dissatisfaction. In surgeon opinion the iol did not contribute the event.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens is cut in half, typical of insertion and removal from the eye. The lens is cracked on one half of the lens. The opposite half is split and cracked in two lines that are parallel to each other. A power and resolution inspection could not be conducted due to extensive damage. A device history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. A power and resolution inspection could not be conducted due to extensive damage. Information was provided that the company 20.0 diopter (1.5 extended depth of focus) lens was replaced with a 19.0 diopter non-company monofocal lens. The manufacturer internal reference number is: (B)(4).